Event description:
It was reported that a physician was attempting to deploy a 2. 50mm diameter x 26mm length resolute integrity drug eluting stent to treat a lesion in the lad reported to have severe calcification and 80% stenosis. Attempts to deliver the stent to the calcified lesion failed. The physician tried to reach the calcified lesion with the resolute integrity stent, but was not able to advance it. The lesion was very calcified, so some additional force was used. After several attempts, the stent was pulled back. While the delivery system of the stent was coming out of the hemostatic valve, the physician noted that the stent was dislodged from the delivery system and was coming out of the valve separately. The physician took the stent out of the valve, pooling it from one edge. There was no need to use special devices to remove the stent. Another stent was successfully used to complete the procedure. No patient injury or other clinical sequelae were reported for this event. Patient is reported to be doing well after this event.

Manufacturer narrative:
Evaluation, results: related to another device (retraction through the guide catheter may have caused the stent to become dislodged); no results available since no evaluation performed (neither device nor procedural images returned); inherent risk of procedure (stent dislodgement); patient condition affected effectiveness of the device (patient lesion morphology, severe calcification and 80% stenosis); failure to follow instructions (force used). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severe calcification and 80% stenosis); unable to confirmed complaint (neither device nor procedural images returned); known inherent risk of procedure (stent dislodgement); failure to follow instructions (force used). (B)(4).